Event description:
Info was provided by baxter quality management of canada. The facility reported an incident when "a nurse was clearing the air from one of the channels and unintentionally pressed the on/off button instead of the start button. As a consequence, the pump was turned off for 24 minutes and the pt's blood pressure became critically unstable. Eventually, the blood pressure was brought back under control." No additional info is available.